Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited poor thresholds. The lead was analysed and tested out of specification. It was further reported that when the rv lead was being replaced, good capture could not be found anywhere with the replacement rv lead. The replacement rv lead was not implanted and was itself replaced. No patient complications have been reported as a result of this event.